Manufacturer narrative:
Date sent to FDA: 12/26/2017. The cartridge was received with the needle separated from the cartridge. Visual examination of the cartridge verified that the cage and cover were intact and properly assembled. Once reassembled, the cartridge met all functional requirements. No manufacturing defect was identified. The user likely applied sufficient load to the needle or suture to extract the needle from the cartridge.

Manufacturer narrative:
Date sent to the FDA: 01/11/2018. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2017-70997 follow up 2 has been submitted upon request from FDA to submit a missing MFR MDR report. The cartridge was received with the needle separated from the cartridge. Visual examination of the cartridge verified that the cage and cover were intact and properly assembled. Once reassembled, the cartridge met all functional requirements. No manufacturing defect was identified. The user likely applied sufficient load to the needle or suture to extract the needle from the cartridge. This information was submitted as follow-up 3, but should have been submitted as follow-up 2. The information is being resent.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Did the needle fall into the patient? If so, was the needle retrieved from the patient during the same procedure? How was the procedure completed?

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date in 2017 and the suture cartridge was used in the device. During the procedure, when a doctor went to through his third knot, the needle was out. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: did the needle fall into the patient? Yes if so, was the needle retrieved from the patient during the same procedure? Yes, they brought it out through the trocar. How was the procedure completed? They used another proxisure cartridge to complete this part of the procedure